Event description:
It was reported the patient had surgery to replace the lead and anchor due to loss of therapy and high impedances. Initial loss of therapy was reported after the patient lifted an object. At revision the titan insert of the anchor was found separated from the silicone and appeared to have pinched the lead. The lead was deliberately cut at the connector end by the physician as they used it as a temporary plug to protect the contacts in the implanted extension. The titan anchor was removed from the area where the lead appeared kinked or pinched. There was no injury or adverse event to the patient.

Manufacturer narrative:
(B)(4): analysis of the lead found that the conductors were broken at the titan anchor site. All of the conductors were broken 16.5 cm from the distal end. Analysis of the anchor found that it had been separated.

Manufacturer narrative:
Concomitant medical products: product ID 3877, lot# unknown, implanted: (B)(6) 2008, explanted: (B)(6) 2012. Product type: lead: product ID 3550-39, lot# unknown, implanted: (B)(6) 2008, explanted: (B)(6) 2012. Product type: accessory. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.